Event description:
A patient reports that following intraocular lens (iol) implant surgery in 2001, he has been seeing particles in his eye for the last 6 months which have 'reduced' his eyesight. He was told by his surgeon that his inner eye is moving and rubbing against the lens. Additional has been requested from the surgeon.

Manufacturer narrative:
The complaint device remains implanted and is not available for evaluation. Product history records were reviewed and indicated the product met release criteria. There have been no similar complaints reported for this lot of product.